Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred and the pump was subsequently noted to be unresponsive. The customer's blood glucose level was 619 mg/dl. The customer administered a manual injection. The customer connected the pump to a power source to charge for an hour, however the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.